Manufacturer narrative:
The insulin pump was received with a cracked glass and bleeding lcd. The device was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked batter tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call of cracks and discoloration on her son's insulin pump display. Customer's mother states her son was going to give himself a bolus, when he noticed the screen was unreadable. The patients' blood glucose was 104mg/dl. The customer was advised to discontinue use of the pump, and that it would need to be replaced. The insulin pump is being returned and replaced.